Event description:
Reportedly, a round piece popped off the housing into the operative site. The round piece was retrieved and discovered to be the pneumo seal within the sbt housing. Lack of the seal caused significant air leak around the scope throughout the procedure. There was also some difficulty in inflating the structural balloon attached to the access port. A 5mm adaptor was deployed and 5mm scope used throughout the case. No injury. Sex: unknown. Procedure: lap hernia repair.